Event description:
It was reported that the implantable cardioverter defibrillator was explanted and replaced for an unspecified issue. During the procedure, one of the two leads had become loose and needed to be adjusted. No further information available.